Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed a non reportable fio2 repair test step. There was no harm or injury reported. There was no reported patient involvement. During evaluation of the device by a philips remote service engineer, it was determined that the root cause of the failed fio2 test step was due to an oxygen blending module (obm) that was causing the unit the over/under perform. The service engineer states that the o2 blending module (obm) assembly needs to be replaced to resolve the issue. Additionally, the fio2 housing, blower chassis tubing, fio2 tubing, low flow o2 tubing, and system printed circuit board assembly tubing need to be replaced as well. The service engineer sent the customer a repair quote and is awaiting approval in order to schedule the repair activity. No further investigation is required.